Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was given uti medication prescribed from the patient's healthcare provider (hcp). The patient mentioned that they did not have a uti and feared that the medication may impact their ability to void on their own. Later the patient reported that when "attempting to go on right" the patient had a lot of pain. There was additionally sharp pain in the patient's rectal area and this has changed the way the patient walks. The patient was advised that stimulation could be too high and the patient was advised to lower stimulation and that stimulation should not cause pain or discomfort. A follow-up call indicated that there was no change in the patient's symptoms and the patient felt that the trial was a fail. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.